Event description:
It was reported that a patient had a broken plate and screws and was revised on (B)(4) 2015 to a dorsal variable angle distal radius plate. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information reported. Patient weight was not reported. Additional event information and clarification received mar 9, 2015. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information and clarification was received on (B)(6) 2015. It was reported that a patient was originally implanted with a 2.4mm variable angle locking compression plate and six unknown screws on (B)(6) 2015. X-ray images taken on (B)(6) 2015 revealed the plate had broken and there was a large void (nonunion) at the unoccupied screw hole(s) where the plate had broken. The patient and was revised on (B)(6) 2015 to a non-synthes dorsal variable angle distal radius plate. The broken plate and six intact screws were all removed. The screws were not broken as previously reported. This follow up report #1 is 1 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the complaint condition for the 02.115.150 lot number 7608215 2.4mm variable angle lcp dorsal distal radius l-plate was likely caused by a nonunion due to patient noncompliance; however, this complaint is not a result of any design related deficiency. No product issue was identified in the complaint or noted upon examination of the returned 2.4mm variable angle locking screws and 2.4mm cortex screws. Per the technique guide, the 02.115.150 2.4mm variable angle lcp dorsal distal radius l-plate, 2.4mm variable angle locking screws and 2.4mm cortex screws are devices routinely used in the 2.4mm variable angle lcp dorsal distal radius plate system. The device was returned and reported to have broken and contributed to a nonunion leading to a revision surgery. This condition is confirmed; the plate is broken at the third most proximal screw hole along a rough fracture surface. It is likely that a nonunion as described in the complaint description has led to this complaint condition. Patient noncompliance may have contributed to the nonunion. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. All screws were received in worn condition consistent with insertion and explantation. The relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. No product issue was identified in the complaint description or noted upon examination. It is likely that a nonunion as described in the complaint description has led to this complaint condition. Patient noncompliance may have contributed to the nonunion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A review of the provided x-rays was completed by the manufacturer: the plate breakage could be confirmed.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.